Manufacturer narrative:
Of the 2 allegations of a malfunction, no pumps were returned to animas for investigation. There is no additional information at this time. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an absence of occlusion alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 54-65 years of age and between 132 and 216 pounds. Of the reported patients, 1 was male and 1 was female.